Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review (shr) revealed the device was previously serviced for the same issue. The upstream sensor was replaced during the previous service event. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 which was verified through a review of the event history log (ehl) and found to be caused by a failed downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.